Event description:
It was initially reported that the patient was having a generator replacement. It was reported that the patient had been having "malfunction problems" for a couple months. It is unclear at this time what was meant by that statement. The patient was scheduled for surgery, but is was postponed until a later date. Surgery had not occurred to date.

Event description:
Additional information was received indicating the patient had a generator replacement due to end of service. It is unclear at this time if the reported "malfunction" was simply the generator being at end of service. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information indicated that product analysis was completed on the generator. The alleged end of life was determined to be the result of normal battery depletion. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.